Event description:
It was reported that a patient underwent an ventricular tachycardia (vt) ablation procedure with qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax surface. After ablated 20 times, after 3 hours of connection, the contact force (cf) was displayed hi and an error occurred. Replacing the cable, rebooting ge, and reconnecting the dongle did not resolve the issue. The issue was resolved by replacing the qdot micro catheter to another new one. The procedure was completed without patient's consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 26-aug-2024, there was reddish material and a hole on the pebax surface observed. The event was originally considered non-reportable, however, bwi became aware of a hole on the pebax surface on 26-aug-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 18-jul-2024. The device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and force tests of the returned device were performed following bwi procedures. Visual analysis revealed that there was reddish material and a hole on the pebax surface. A force test was performed and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the damage on the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. The instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and the two distal ring electrodes must protrude from the distal tip of the guiding sheath. In relation to the pebax damage, the instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged contraindicated. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).